Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced near syncope and a fall. It was also reported that the right ventricular (rv) lead exhibited a lead warning for high impedance, non-capture and intermittent loss of capture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.